Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder probs."), urinary tract disorder ("urinary probs.") And gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the bladder disorder, urinary tract disorder and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, gastrointestinal disorder, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, bladder probs., urinary probs., gi conditions. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Case becomes an incident. Injury event was removed. New events added: pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, bladder probs., urinary probs., gi conditions. Reporter's information was updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.